Event description:
During a laparoscopic nissen fundoplication the dilating tip trocar broke at the beveled edge into two pieces. The pieces were retrieved. This happened at the end of the case. The trocar was used for placement of a fan retractor. The staff relays little to no torque was placed on the trocar. There was no consequence to the pt.